Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl. Customer stated that as of right now it went down and was 91 mg/dl and 92 mg/dl and it was 500 mg/dl all day. The customer was offered troubleshooting and declined for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that cannula was kink and stated that lots of times he had gotten flow blocked. Customer stated that it had been having tape issues and sometimes it did not stick. Customer stated that thanks giving day he stated that blood glucose was 600 mg/dl. Customer stated that he works in hospital and stated that he should have gone to emergency room but did not and stated that blood glucose eventually came down after giving lots of insulin. Customer states the cannula was bent. Customer agreed and requested a follow up in about a week to make sure that sets are working and issue was resolved. Customer reported that same time was fine. The insulin pump will not be returned for analysis.